Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was placed. When connecting the protector after the procedure, hematuria was found. Bladder injury during trans-obturator tape (tot) puncture was suspected. After consultation with the urologist, bladder washing was performed. Follow-up observation was performed with perfusion for 3 days. Gross hematuria disappeared in post operative day (pod) 3, and perfusion was stopped. After that, hematuria was not observed, and the balloon was removed in pod 5. There was no problem in voluntary urination. Reportedly, it is still an ongoing treatment.